Manufacturer narrative:
Dom: 5/2/08. On 7/21/08, the customer reported that the unit failed to pace while transporting a patient, which could prevent the delivery of therapy. No adverse pt impact was reported. The unit and 2 sets of pads were evaluated at philips. The symptom could not be verified. No related repairs were noted. We are considering this failure a user error where the pads adaptor was not fully connected and no malfunction.

Event description:
On 7/21/08, the customer reported that the unit failed to pace while transporting a patient which could prevent the delivery of therapy. No adverse pt impact was reported.